Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2019 at 09:36 pm. It was reported that the patient had been admitted to the hospital ICU and was in critical condition. The patient's passing was reportedly due to cerebral hemorrhage. The patient was reportedly unconscious and the device was alarming. The patient was not being monitored by telemetry and resuscitation efforts were performed by medical staff. The patient's sister and daughter were also reportedly present at the time of passing. Per clinical review of the event, the patient was treated by the lifevest four times prior to passing. The device initially detected an arrhythmia at 02:16:31 pm on (B)(6) 2019 while the patient was in atrial fibrillation (af) at 190 bpm with a rapid ventricular response. The first treatment shock was delivered at 02:16:55 pm while the patient was in af at 190 bpm with rapid ventricular response and non-sustained ventricular tachycardia (nsvt). The post-shock rhythm was sinus tachycardia at 110 bpm transitioning to af at 190 bpm with rapid ventricular response transitioning to sinus tachycardia at 130 bpm with pvc transitioning to af at 130 bpm transitioning to sinus tachycardia at 125 bpm. The second treatment shock was delivered at 05:20:50 pm while the patient was in af at 220 bpm with rapid ventricular response. The post-shock rhythm was af at 120 bpm. The third treatment was delivered while the patient was in af at 200 bpm with rapid ventricular response. The post-shock rhythm was sinus tachycardia at 110 bpm with pvcs. The last treatment shock was delivered while the patient was in af at 160 bpm with rapid ventricular response. The post-shock rhythm was sinus tachycardia at 100 bpm. Per the continuous ECG recordings, the patient was in af at 190 bpm with rapid ventricular response and variable heart rate at the time of the device shutdown at 06:58:18 pm. Af with rapid ventricular response contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were not pressed during the treatment event. The equipment was returned to zmc for evaluation and was found to be fully functional.